Event description:
A medtronic representative reported the plastic hinges on the o-arm louvered cover are broken. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacture date now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable at this time. RMA issued. Two springs replaced (B)(4) 2013. Two replacement hinges shipped to site. Medtronic representative, following-up at the site, reported the hinges and springs were replaced on door, system tested and ready for use. Parts not returned to manufacturer.